Event description:
During elective cardioversion of inpatient, one of the electrodes (anterior chest) lifted off resulting in a minor (1st degree) burn. A different type of pads were applied and the patient was successfully cardioverted.